Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump received motor error. The customer¿s blood glucose level was in the range of 300 mg/dl and 400 mg/dl. The customer reported that they received a ten motor error alarm during last three days. It was reported that they had received no delivery. The customer reported alarm did not occur during manual prime. Customer reported that the event was resolved by changing complete set (infusion set and reservoir). The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.